Manufacturer narrative:
Subgaleal hemorrhages are very rare complications (reported as low as 4 per 10,000 to 8 per 1000 deliveries) associated with vacuum-assisted vaginal deliveries. Risk factors for this type of hemorrhage include: nulliparity, malposition, misplacement of the cup, prolonged traction efforts, and pop-offs/detachments of the vacuum cup. A follow-up report will be submitted upon completion of the investigation. We are still in the process of assessing the incident and the patient's current condition.

Event description:
The nursing staff counted 20 pop-offs between 2 kiwis on one baby. They then took the baby to the operating room for a c-section. The doctor claims he only had 2 pop-offs. The baby had a subgaleal hemorrhage.

Event description:
The nursing staff counted 20 pop-offs between 2 kiwis on one baby. They then took the baby to the or for a c-section. The doctor claims he only had 2 pop-offs. The baby had a subgaleal hemorrhage.

Manufacturer narrative:
No additional investigation will take place because the device was not returned, and the lot number is unknown. An occurrence rate cannot be calculated due to lack of information regarding the complaint device. There is no available data indicating the rate at which a kiwi device is reapplied after two disengagements have been experienced.